Event description:
This emdr is being submitted for one wafer with unknown reference number and batch number out of one box of ten wafers. The end user reported that over a year ago in (B)(6) 2021 she experienced bleeding and a split in her stoma while unknown company¿s wafer was in use. She also stated that it was a moldable wafer without accordion and no other information was available. She did not remember how long the wafer had been in place. There was no report of transfusion. She reported, that she went to the emergency room for pouring blood in her pouch and was sent home at that time. Again, she returned the next day to the emergency room for continued concerns and stated that her surgeon had put stitches in and issue got resolved. After that, a known wafer with accordion flange was placed in for the purpose to avoid any pressure on her belly and she had no further issues. Her stoma was retracted and had always been below the skin level. In addition to this, she mentioned that she had an enlarging hernia and still has her surgeon follow with no plans currently for surgery. Furthermore, end user stated that she had difficulty with care on her own due to difficulty seeing the stoma because of the hernia. Currently home health nurses are assisting her. She currently alternates known company¿s wafer with another company¿s one-piece appliance. There was no report of leakage under the wafer or skin irritation. She reported thick stool from her colostomy since (B)(6) 2020 which she had difficulty getting to the bottom of the pouch also discussed pancaking, but it was not related to company¿s product. She also had an appointment with her surgeon on (B)(6) 2022. She did not complete virtual visit but agreed to attempt visit with home health nurse presently. She also might have upcoming appointment with an ostomy clinic. No photo is available at this time.

Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide: ostomy wafer - ref number unknown; 510(k) number: exempt; product code: exe; common device name: protector, ostomy. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).